Event description:
It was reported that the patient was presented to the clinic, post op device check, and complained of phrenic nerve stimulation. It was concluded that the left ventricle lead was dislodged into the right atrium and that there was a loss of capture. The lv lead has been programmed off with rv pacing only. The doctor attempted to reimplant the lead but was unable to do so. The lead was abandoned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.